Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient said they think they need a little more gusto in stimulation because they are having a hard time getting to the bathroom. Patient said sometimes they don't have time to get to the bathroom by the time they wake up, with a few health problems they have with their leg. Patient said they're still wearing disposable underwear. When asked for event date, patient said they don't know. Troubleshooting was unable to be performed as patient was not able to at the time of the call and wanted to wait for their husband to help at a later time. Reviewed the ability to increase stimulation. Patient said they would try increasing stim on their own and call ps back if they need assistance. Additional information was received from the patient. The patient called back reporting ongoing lack of desired therapeutic effect. The patient stated their bowel stimulation was perfect but ever since they had a fall (patient fell and broke their shoulder) the bladder stimulation did not seem to be working at all or maybe patient was just slow to get to the bathroom because they were in pain. Patient also reported that ever since their fall they started to feel a mosquito bite type of feeling when charging the ins. The patient stated they used the charger against bare skin. Patient services recommended patient use the charger over a thin layer of clothing in the future and to follow up with managing physician regarding their concerns and the fall as a device check may be needed. Patient services assisted the patient with increasing stimulation until they felt it comfortably.